Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii, and their oral hygiene is noted as good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2020 for a primary procedure on tooth #28. The patient returned on (B)(6) 2023 after the final prosthesis delivery with complaints of pain. Upon examination, the provider noted that the implant had fractured, and the device was removed.

Manufacturer narrative:
This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot #6045189 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for hahn tapered implant lot# 6045189 and found no additional product in stock. Investigation methods/results: customer has not returned the reported device for review. However, the non-visual device investigation has been completed. Root cause: a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the implant during the initial placement which may have caused a fracture. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section, surgical procedures: "all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii, and their oral hygiene is noted as good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2022 for a primary procedure on tooth #28. The patient returned on (B)(6) 2023 after the final prosthesis delivery with complaints of pain. Upon examination, the provider noted that the implant had fractured, and the device was removed.

Manufacturer narrative:
Additional information: b5, d9, h3, h6. Corrected information: a2, a3, d1, e1, g1. The device has been received and the investigation has been updated. The results are as follows: investigation methods/results. The device was returned but not in original package. The implant was verified to be a hahn tapered implant ø3.5 x 11.5 mm (70-1154-imp0006) using the radiographic template (pk-209-062515). A fracture was observed in the upper area of the implants where some of the threads were not present. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause IFU 570 rev 1 (hahn tapered implant system) contains the following statement in the implant placement section: "step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU 570 rev 1 (hahn tapered implant system) contains the following statement in the precautions section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." CAPA ca-00016 manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is ii, and their oral hygiene is noted as good. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2022 for a primary procedure on tooth #28. The patient returned on (B)(6) 2023 after the final prosthesis delivery with complaints of pain. Upon examination, the provider noted that the implant had fractured, and the device was removed and not replaced. The symptoms resolved after implant removal and there was no permanent patient injury. No additional medical / surgical procedure was required.